Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hcp reported ins has not yet been explanted however will be replaced as ins is not MRI compatible.

Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned they saw an error code on the pt's programmer when they tried to enter MRI mode today; at first, the caller described the issue as an error code, so technical services (tss) had the caller reset the pt programmer. Tss later understood that the caller was seeing an MRI indeterminate screen in MRI mode and not an error screen. After reset, the pt programmer did not connect to the ins initially with the pt programmer cord plugged in, but then the caller removed the pt programmer cord and connected directly to the ins. Caller entered MRI mode and got the MRI indeterminate screen (ref number: (B)(4)). Caller said the screen had more numbers now and read off pt model and serial numbers (caller said these were not there before). Tss explained to the caller that because of the pt's lead, the pt could not undergo a hand MRI. Caller put pt on speaker and had tss explain this to the pt who then got escalated and said their ins had been dead until about two weeks ago. When asked if the ins was in overdischarge, the pt said no and said it was charging and working now. Pt said the ins had gone to empty and someone got it charging again. Pt said they were getting another surgery to replace the whole thing and had been in for an MRI 3 times, but had been turned away. Pt said they had a terrible back and regretted charging their ins. Tss did not get to decode MRI indeterminate number because pt was escalated at end of call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.